Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed information beginning on (B)(4) 2013. The history from the event date was overwritten due to continued use of the pump. The review of the available history showed no errors or alarms related to the event. The daily insulin totals were found to correctly reflect the user¿s programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging and reported low blood glucose (bg) levels. The patient indicated that on the morning of (B)(6) 2012, she suffered a very low bg level. The patient claimed that she was unaware and unconscious. At that time, the patient's husband noticed that she was sweaty and tried to wake her up. The patient's husband treated her with glucagon and called 911. When the paramedics arrived, her bg level was at 40 mg/dl. The patient was taken to an emergency room (ER) and treated with IV glucose. She was released that same morning at an unspecified time with a bg level of around "120 mg/dl." The patient mentioned that she has been working with her health care provider (hcp) to adjust her basal rates and possibly avoid further low bg episodes. The patient indicated that she has had low bg's after meal boluses. In addition, the patient mentioned that she had lost 12 pounds within the previous 3 weeks. The pump currently had a I:c ratio setting of "1:2g". The patient admitted to making significant changes to her diet and was barely bolusing for food any longer. In addition, the patient added that she has only changed the pump's basal settings per hcp recommendations and has not made any adjustments to bolus calculations. The patient was reportedly using various basal programs and was referring to the iob for bolus calculations. The pump's bolus history and the tdd added up correctly. She also confirmed that she does not prime while attached. The patient's insulin was changed from humalog to apidra about one month earlier. The patient denied that the device was exposed to an x-ray and she also denied consuming any alcoholic beverages. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she was hospitalized and treated for severe hypoglycemia. However, at this time it is unclear if the pump contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.